Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Representative was unable to replicate the reported issue. As a precaution collimator was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The collimator has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure after booting up the imaging system an initializing collimator error was displayed. As instructed by medtronic personnel, representative moved the leaves and rebooted to system but was unable to get the collimator going. Attempting to re home the collimator through dmc smart terminal was unsuccessful. There was no patient present at the time of the issue.

Manufacturer narrative:
The collimator for the imaging system was returned to the manufacturer for evaluation. Testing found that the collimator motor cable was out of position.